Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology is unknown. It was reported that the stent graft slipped from the infrarenal placement into the aneurysm sac. The pt presented with a contained rupture; therefore, a successful open repair of the aneurysm was performed. The pt's post-operative status is unknown. The explanted device is pending return to medtronic ave for eval. Further info from the user facility is pending at this time.